Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device has "no image". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the customer complaint (no image) could be verified. The most probable root cause for the customers claim is a temporary component failure (fpga heat sensitivity). Because of the size of the fpga component, the component is heat sensitive and could fail by overtemperature. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. According to the IFU lza705_en_v4.3_IFU_ce-MDR, the customer hast to check the product before use for its condition and function. In case the device fails during procedure, it is described how to deal with this situation. The event is filed under internal karl storz complaint ID: (B)(4).